Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 200-365 mg/dl with ketones (2.1). A correction bolus and an insulin injection were used to address the bg level. Tandem technical support was unable to determine a cause for the past occlusions; however, the cartridge appears to be the cause of the most recent occlusions.